Manufacturer narrative:
Device received with segmented display. During inspection found electronic stack, motor and force sensor corroded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed moisture. Blood glucose was 82 mg/dl. Troubleshooting was completed. Customer stated that the home screen did not appear on display. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.